Event description:
It was reported the patient lost use of their legs about a week prior to this report. The following day the patient had a programming adjustment that really helped their speech and their tremor was under control. About an hour after the adjustment, the patient¿s gait and walk started to diminish. The patient started falling again, their balance was really bad, and their hands were bad enough that they could not grip tight. The patient was not scheduled to see their healthcare professional (hcp) again for six weeks. The implantable neurostimulator (ins) was nearing the level where it would need to be replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v711631, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v846962, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).